Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The hcp noted the abdominal incision was draining brown fluid. The pt underwent explant of the pump in 2000 due to infection. The hcp also noted the pt was quite lethargic. The pt was given narcan and pt became more alert. Further details regarding the pt's infection were requested from the hcp, but have not been received.